Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was calcified, but the stenosis ratio is unknown. The lesion was dilated and the express2 monorail 20/4.0 mm stent was successfully deployed at 12 atms. Deflation of the delivery balloon was initially unsuccessful for about 5 seconds, but was subsequently performed without further difficulties. Pt status is listed as good.

Event description:
It was further reported that deflation of the delivery balloon was initially unsuccessful for about 5 minutes, rather than 5 seconds as originally reported. Deflation was subsequently successful and the balloon was removed from the pt's body in an intact state. Returned device analysis could not confirm the deflation difficulty stated in the complaint. Examination of the device shaft revealed that the hypotube was kinked at various locations along its length. The proximal weld area was visually inspected and no signs of focal necking were present. The outer diameter of the proximal weld area was measured using a calibrated lasermike, confirming that no necking had occurred. The device was attached to an encore inflation device and successful inflation of the balloon to rated burst pressure was achieved, followed by successful vacuum deflation within the design-specified deflation timeframe. This analysis was successfully performed three more times with an average balloon deflation time well within design specifications. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds, material, assembly and performance specifications.